Manufacturer narrative:
Corrected data: changed the reported cutting time from the 4 minute mark to 4:20. Added additional information. The microtip is labeled for single use. The evaluation codes were updated to reflect the evaluation results. Manufacturer narrative: the microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The cause of the failure was determined to be a material defect.

Event description:
Per the information provided, the doctor was removing diseased plantar fascia. He was going back and forth, up and down with the needle. At 4:20 minutes of cutting time the needle broke free from the microtip. It was reported that the doctor may have been a little tough on the device. Another microtip was used to complete the procedure. There was no injury or complication caused to the patient by the needle break.

Manufacturer narrative:
The device has not been received by the manufacturer. Upon receipt and evaluation a supplemental report will be submitted. This is being submitted as an adverse event based on the following rationale: intervention was required to remove the needle from the patient.

Event description:
Per the information provided, the doctor was removing diseased plantar fascia. He was going back and forth, up and down with the needle. At the four minute mark the needle broke free from the microtip. It was reported that the doctor may have been a little tough on the device. There was no injury or complication caused to the patient by the needle break.